Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use without any issues noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that during advancement through the moderately calcified and moderately tortuous anatomy and/or other devices used in the procedure, the balloon became compromised and/or damaged resulting in the balloon rupture at nominal pressure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous right coronary artery (rca). The 2.25x12 mm nc trek balloon dilatation catheter (bdc) was inflated to nominal pressure and ruptured. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.